Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, consumer experienced halos around light during day and night. But following posterior capsular opacification, the halos disappeared 80% during the day and 50% at night. The symptoms started 2 months after surgery. The surgeon was prescribed with pilocarpine to decrease the symptoms. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens remains implanted. Information was provided in the follow up that halos around all light for both eyes started about two months after surgery in both eyes, day and night, no difference. Following posterior capsular opacification, the halos disappeared 80% during the day and 50% at night. Patient discussed with surgeon, and prognosis is that halos would not disappear. Surgeon prescribed isopt carpine 2% to decrease symptoms with no change. The manufacturer internal reference number is: (B)(4).